Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance due to a possible fracture on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.